Event description:
The customer reported that the nurse call cable has an open connection. There was no patient injury reported.

Manufacturer narrative:
(B) (4) - cable open. Product has been requested to be returned but has not been received. (B) (4).